Event description:
After a guided procedure, it was found that the implant placement was buccal compared to the surgical plan. A post-operative assessment with the system's log files was completed and a system accuracy check was completed. A definitive root cause for the inaccuracy reported could not be determined, there was no indication of a device malfunction based on investigation. The surgeon removed the implant and replaced it by hand. No further medical intervention was reported as a result of this issue. The handpiece is a standard 3rd party instrument used with yomi not manufactured by neocis.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on 13th dec 2024.